Event description:
The complainant has reported that a pt underwent a therapeutic hemostasis procedure for treatment in the stomach. The clinician stated, that the resolution clip device would not complete the deployment sequence by releasing from the catheter, after being attached to the bleed site. However, the clinician did remove the device without any additional trauma to the bleed site. The procedure was successfully completed with another of the same device. The pt did not sustain any reported complications or ill effects as a result of this issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.